Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed with a failed battery test; she bolused, sat down to watch tv, and then received the alarm. The customer changed the battery after the alarm. Troubleshooting was initiated for the failed battery test alarm. The patient's blood glucose at the time of incident was 270 mg/dl. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. The customer reinserted the battery after inspecting the spring and received another failed battery test. The battery cap contacts were then cleaned and the battery was reinserted and the alarm recurred. The insulin pump was returned for analysis and a replacement device was shipped to the customer.